Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration), compounded hydromorphone (unknown dose and concentration), compounded bupivacaine (unknown dose and concentration), and compounded clonidine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 during a pump refill, a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 12.3 ml and the actual reservoir volume (arv) was 20 ml. There was no associated signs or symptoms. No further diagnostics or interventions were performed/ no action was taken. The outcome of the event was unresolved with no further action planned. The device diagnosis was pump reservoir volume discrepancy. The patient's weight was 195 pounds. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.